Manufacturer narrative:
During explant, it was found that the sutures were loose and appeared to have snapped or were broken, which most likely caused the pt's symptoms. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.

Event description:
Pt developed a red bump (approx 3cm x 5cm) at the surgical site following rotator cuff repair with orthadapt augmentation. The graft was explanted approx 3 months post-repair. At the time of explant, surgeon noticed sutures were loose and appeared to be snapped/broken and approx 30cc of white granulomatous material was present.